Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 4.5 years to 1.5 years remaining in a span of 1 month. Data was sent for engineering analysis. Analysis showed that the battery voltage is significantly higher than expected given the duration of implant and amount of cell depletion. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.